Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an emergency procedure the system sporadically went into bypass mode. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error mentioned in the complaint was caused by a defective dvi/cat-adapter. This adapter is used to convert the signal from dvi-d-standard (graphics) to cat-standard (networking). According to the log file, the system detected a missing dvi-signal. As a mitigating measure, the system switched into bypass mode where only continuous fluoroscopy with reduced image quality is available and the acquired scenes cannot be saved and reviewed. This mode is designed to keep the patient in a save state (e.g. Picture on screen is still available) allowing more time for further measures. The affected part has been exchanged by the local service organization and the error did not reoccur. The spare parts consumption has been checked and found far below threshold. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.